Manufacturer narrative:
Section d9: device available for evaluation: yes date returned to manufacturer: 16 june 2023 section h3: device evaluated by manufacturer: yes device evaluation: visual inspection under magnification revealed that the lens was stuck inside of the cartridge. The cartridge could be observed to have a damaged cartridge tip, in a way consistent with a handpiece that was damaged during shipping. Further inspection of the cartridge, revealed that there was no viscoelastic residue dispersed throughout the cartridge, suggesting that an inadequate amount of ovd may have contributed to the complaint issue. The handpiece was disassembled and the assembly was inspected, no issues that could cause or contribute to the complaint issue could be identified. The lens was removed and cleaned, revealing that the lens was damaged and had a detached haptic. Based on the device evaluation of the sample as it was received, the lens damage, lens jam and resistant felt by the customer was most likely due to the lack of healon in the cartridge. There is no product deficiency identified or determined to be associated with the manufacturing process. The product was manufactured according to the established procedures and in compliance with their intended use. Manufacturing record evaluation: based on the manufacturing records review, and historical complaint review, there is no indication of a product malfunction or product quality deficiency. No nonconformity report, documentation or labeling changes, and escalations are required. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4 and a5: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section d6a: if implanted, give date: not applicable, as there was no patient contact with the product. Section d6b: if explanted, give date: not applicable, as there was no patient contact with the product. Section e1: initial reporter telephone number: (B)(6). Section h3-other (81): the device was not returned for analysis; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the plunger got stuck and customer was unable to advance the preloaded intraocular lens (iol). Upon examination, the optic appeared to be damaged by the plunger so the decision was made to open a second device of the same model, dcb00. The same thing happened again and the account implanted a different model lens instead, zcb00. The process of preparing the lenses were as recommended, chamber filled with balanced salt solution (bss), small amount of provisc to the tip and in both lenses, device advancement after more than 30 seconds. No further information was provided. This is report 2 of 2 for the second dcb00. A separate report is being submitted for the first dcb00 involved.